Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported device damaged by another device was due to procedural conditions. Additionally, reported poor imaging was due to patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, caused damaged and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted poor visualization due to anatomical challenges. Two clips were deployed, reducing mr. A third clip delivery system (cds 91111u175) was advanced to the mitral valve to further reduce mr; however, during grasping, it was observed that the second clip (00225u103) became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). Reportedly, the third clip came in contact with the second clip during grasping. The third clip was re-positioned to stabilize the slda. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.